Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/24/2014 with the following findings: the black box data from the alert date and dates prior to the alert date had been overwritten due to continued pump use. There was no evidence of short battery life or excessive battery usage observed in the available black box data. The battery compartment was found to be intact. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. During analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Customer support has made several attempts to contact the consumer to acquire more information. There is no further information regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.